Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for malignant pain. Rep reported a revision. Patient is going to have leads moved because the patient wants coverage in her lateral calf. She has been wanting bilateral coverage before implant. Patient was lacking coverage on lateral calf since implant. Initially the rep said the patient was not feeling stimulation enough in her foot. Revision has not occurred. Patient had a bilateral blood clot that were treated with medication. Patient had change in her pain symptoms and rep stated it is related to progressive stenosis. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section 'concomitant medical products' information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead; product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that at implant, the patient's ins was to cover the left side only. Post-implant, the patient wanted right side coverage as well and they were able to achieve this. The patient began reporting new onset of bilateral calf pain to their doctor in (B)(6) 2018 and the patient was diagnosed with lower end deep vein thrombosis in (B)(6) 2018 and were treated with xarelto. The patient complained of left lateral calf pain and underwent a lead revision on (B)(6) 2018 for improved left lateral calf coverage. The lead was moved down one vertebral body during the revision and post-op programming covered the entire left and right lower extremity from the hip to just below the knee. The patient's weight was unknown and the cause of the blood clot was unknown. The presumed reason for the lack of lower leg/calf coverage was the initial lead placement at the top of t7 as well as vertebral body height changes (according to the doctor). No further complications reported.